Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented during routine follow-up in-clinic. Upon review, patient's right ventricular(rv) lead exhibited noise oversensing. Programming changes were made. The rv lead was capped and replaced on (B)(6) 2019. The patient was stable.